Event description:
It was reported that the reduction forceps are broken. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the forceps broken. The investigation carried out showed that the reduction forceps had snapped at the front on one side. Traces of wear are also visible on the surface. As this instrument dates back to 2005, we assume that this break is the result of mechanical overload over the years. No indication of a material or manufacturing error was found.